Manufacturer narrative:
Technician found the floating brake is worn and greasy. Technician replaced the floating brake drum to resolve the issue.

Event description:
Technician alleged that the hi/low is drifting down after it is lowered and has intermittent noise. No pt impact.